Manufacturer narrative:
The device was received, however, investigation is not yet complete.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap that the customer reported during infusion the tube connection broke at the joint between the spiros and tubing which resulted in an unspecified chemo leak. No more information was provided. There was patient involvement, however, no report of adverse event or a delay in critical therapy.

Manufacturer narrative:
H10: received one used list# ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap. The complaint of separation could be confirmed on the used ch3034. As received the spinning spiros was attached and the bond strength was tested per product specification. The spinning spiros separated from the small bore luer. Both the spiros and the small bore male luer were visually inspected and it was observed to have insufficient solvent present. The probable cause of the insufficient solvent present on the bond of the spiros to the small bore male luer is due to a miss assembly during the manual assembly at the manufacturing location in ensenada. A device history review (DHR) for lot# 4080711 and relevant commodities were reviewed, and no non-conformance's were found that would have contributed to the reported complaint.